Manufacturer narrative:
Additional follow up from the customer reported that the reprocessor was being used with too much detergent in the pre-cleaning/bedside on the scopes. The facility staff was wiping down with intercept, and then washing in the sink with prolystica and then placing the scope in the reprocessor using endoquick detergent, which caused the control head to build up residue. Reportedly, the customer has switched the enzyme/detergent they used prior to placing the scope into the processor. However, the reported issue continued. No further information has been provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited white spots on the control head after reprocessing in endoscope reprocessor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, it is confirmed that user used too much detergent during pre-cleaning/bedside cleaning which may have contributed the event. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.